Manufacturer narrative:
Na

Event description:
It was reported that ventilator malfunctioned and was alarming low pressure after the patient came home from the hospital. The caregiver could not locate the problem. The patient's o2 sats were in the 50's, so the caregiver called 911, and the patient was transported to the hospital. When the caregiver tried turning the ventilator on to check it, the ventilator worked fine and was not alarming.